Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a pump head module failure. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer has declined to be contacted. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Additional information: a device history record review was performed finding that there were exceptions, nonconformities, and/or reworks that occurred during the manufacturing of the complaint lot or serial number. Specifically, the pump ''failed 703:00.'' The pump head module has changed and the pump passed subsequent testing. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device will not be returned, so no evaluation will be performed and the complaint could not be confirmed. The root cause is undetermined. A follow-up report will be filed if any additional details become available.